Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there was an issue with their implantable cardioverter defibrillator (ICD), and stated, "it just kept beeping and it wouldn't shut off". A follow-up investigation revealed that the right ventricular (rv) lead exhibited high impedance on the high voltage portion of the lead. The lead was extracted and replaced. No patient complications have been reported as a result of this event.